Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision of the patient's knee due to infection. In a follow-up for an intra-operative event (bent poly removal tool), rep indicated that the patient was being revised due to infection.